Event description:
It was reported that the charger was getting warm during the use. A replacement antenna resolved the issue. No further info is available at this time.

Manufacturer narrative:
Correction: 1627487-12192011-001-c. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.